Event description:
During an in-clinic follow-up, premature battery depletion was suspected, although not confirmed. The device was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of suspected premature discharge of battery was reported to abbott and not confirmed. The device was in elective replacement indicator (eri) upon receipt. Device has large amount of merlin.net transmissions during the implant duration. Analysis performed did not find any anomaly, voltage has reached eri level. Longevity assessment was performed, and implant duration exceeded total projected longevity indicating normal battery depletion.